Event description:
Reporter noted immediate corneal burn during phaco procedure. The metal part was not touching the cornea. This was associated with some bubbling effect at the corneal incision. Phaco was stopped, handpiece was replaced and case continued with no other problems. Two sutures instead of the usual one stitch were used to close wound. Pt's eye loooked satisfactory the following morning with no incision leak and no increased post-op inflammation. Pt was discharged home as planned on the usual treatment.